Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral component. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient presented to office with painful unstable knee. Scheduled for revision. Revised with triathlon ts.